Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device is showing a syringe plunger error¿ was confirmed. A travel reverse error was found in the alarm history. The probable cause was improper installation. The pump was repaired by reinstalling the rack gear flippers. Replaced the potentiometer position sensor, left and right clutch, worn gear, worm coupling, and motor to fix the travel reverse error. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device is showing a syringe plunger error¿. During device evaluation, it was found there was a travel reverse error in the alarm history. The event occurred during testing.